Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient presented with severe back pain and leg pain. Impression: l5-s1 degenerative disk with herniated disk. The following procedures were performed: 1. Anterior lumbar fusion, l5-s1 2. Complete anterior l5-s1 diskectomy with removal of extruded disk fragment on left. 3, anterior lumbar interbody device. 4. Anterior lumbar plate fixation with plate and screws. Per op notes: the endplates were then curetted vigorously to bleeding bone, and the 15-mm sizer appeared to produce soft tissue tension. Therefore, the 15-mm spacer with rhbmp-2/acs in place was gently tapped into place and confirmed in the midline on the ap view and in good position on the lateral view. Four screws were passed through the plate, 25 mm in length, and used to affix the interbody device to the vertebrae. Irrigation had been carried out prior to placement of the rhbmp-2/acs. Patient underwent portable abdominal film. Impression: no evidence of foreign body. (B)(6) 2009 the patient presented for office visit. (B)(6) 2011 patient called to report that he had some swelling and discoloration in his left testicle. (B)(6) 2008 the patient presented for the follow up of his anterior lumbar fusion l5-s1 (B)(6) 2008. X-rays showed good position of his fusion cage. (B)(6) 2008 the patient called to request a refill of his pain medication. (B)(6) 2008 the patient presented for the follow up of his anterior l5-s1 fusion. X-ray showed that he was forming bone. 04 nov 2008 the patient called to report that he had been experiencing increased back pain in the past week. (B)(6) 2008 the patient presented for the follow up of anterior l5-s1. X-rays showed solid l5-s1 fusion. (B)(6) 2008 the patient underwent physical therapy for the treatment of lumbar pain. (B)(6) 2009 the patient underwent physical therapy for the treatment of lumbar pain. (B)(6) 2009 the patient presented for the follow up. There was no radiation of pain into his legs, no numbness, tingling, or weakness in the legs, and no loss of bowel or bladder control. (B)(6) 2009 the patient underwent physical therapy for the treatment of lumbar pain. Patient reported continued soreness. (B)(6) 2009 the patient underwent physical therapy for the treatment of lumbar pain. Patient felt better since last session. (B)(6) 2009 the patient presented for the treatment of lumbar pain. (B)(6) 2009 the patient presented for the office visit due to lumbar pain. (B)(6) 2009 the patient presented for the office visit due to lumbar pain. (B)(6) 2009 the patient presented for the follow up. Patient reported some problems with depression. (B)(6) 2009 the patient called for a refill of pain medication. (B)(6) 2009 the patient called to request a change in his pain medication. (B)(6) 2009 the patient presented for the follow up. Impression: his symptoms were consistent with residual pain following his lumbar fusion. (B)(6) 2009 the patient presented for the follow up. Patient felt depressed.